Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the customer. The technical support specialist closed the case. No additional information was available. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server patient dispensed medication data was inaccurate between stations. Medication removed from one device (tele1) does not reflect this remove data on the other (tele2). There were no adverse events or injuries reported based on this event.